Event description:
It was reported that the rv lead was explanted due to lead fracture, oversensing, and high pace/sense impedance of 1664 ohms. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv (right ventricular) lead was explanted due to lead fracture, oversensing, and high pace/sense impedance of 1664 ohms. A (B) (6) further alleged that the patient "experienced inappropriate and/or excessive shocking". No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) proximal conductor was fractured; full lead was returned for analysis.